Manufacturer narrative:
Internal complaint reference (B)(4). Postal code: (B)(6). Gago, m., garcia, f., gaztelu, v., verdu, j., lopez, p., & nolasco, a. (2008). A comparison of three silver-containing dressings in the treatment of infected, chronic wounds. Wounds: a compendium of clinical research and practice, 20(10), 273-278. Doi: 25941774.

Event description:
On the literature article named "a comparison of three silver-containing dressings in the treatment of infected, chronic wounds", the authors of the study reported that, during usage of anticoat dressing to treat an infected wound, maceration was noticed 4 times during dressing changes. It is unknown if these maceration events happened on one patient only or multiple patients, since the study recorded the number of times the adverse event occurred during the 8 weeks the study lasted. It is unknown if or how the adverse event was treated. The outcome of the patient or patients regarding the maceration event is unknown, however the signs of infection in the wound resolved completely in 4 weeks in all patients and the use of the dressing was not suspended.

Event description:
On the literature article named "a comparison of three silver-containing dressings in the treatment of infected, chronic wounds", the authors of the study reported that, during usage of acticoat dressing to treat an infected wound, maceration was noticed 4 times during dressing changes. It is unknown if these maceration events happened on one patient only or multiple patients, since the study recorded the number of times the adverse event occurred during the 8 weeks the study lasted. It is unknown if or how the adverse event was treated. The outcome of the patient or patients regarding the maceration event is unknown, however the signs of infection in the wound resolved completely in 4 weeks in all patients and the use of the dressing was not suspended.

Manufacturer narrative:
Full citation: gago m, garcia f, gaztelu v, verdu j, lopez p, nolasco a. A comparison of three silver-containing dressings in the treatment of infected, chronic wounds. Wounds. 2008 oct;20(10):273-8. Pmid: 25941774. Additional information: the complaint was received as a result of issues being identified in a literature article. Due to this, no specific product details or batch/lot numbers have been available to the investigation and no device history review was possible. A complaint history review was performed for the product family and event description, there have been further instances in the past three years. According to the article, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. The medical review could not establish a link between the product and harm within this complaint. Users of the device are advised to consult the instructions for use, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal of dressings. This investigation has now been closed. No further actions by smith and nephew are deemed necessary at this stage. We will continue to monitor for any adverse trends relating to all product ranges.